Event description:
Additional information received from a manufacturer representative reported that the high impedances were first noticed when the patient was in the post-anesthesia care unit (pacu). The cause of the high impedances was unknown. The electrodes with high impedances were programmed around and the issue was noted to be resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) reported that another co-worker encounter the same issue ¿a while back.¿ the rep had no event information pertaining to the other co-worker¿s event. The initially reported event was that in the operating room (or) impedances were 300-500 ohms; in recovery impedances were high, greater than 10,000 ohms, and the patient did not feel stimulation. The rep held stimulation for about ten minutes and the patient started to feel stimulation; impedances were all good within range the following day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.